Event description:
IV tubing leaking at the port access site of the filter line segment. A tiny bubble of fluid was pooling on the tubing at the syringe port access site along the filter segment. For safety the patient was instructed to remove clothes and shower. The linens, clothing, and tubing segment were replaced.